Manufacturer narrative:
Concomitant medical products and therapy dates - on (B)(6) 2010: tg2815/7196154,pxa230300/7156621, pxa260300/7005883, pxa280300/7188154. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using two gore tag thoracic endoprosthesis (tg2810/06540644, tg2815/7196154) and three gore excluder aaa endoprostheses aortic extender components (pxa230300/7156621, pxa260300/7005883, pxa280300/7188154) to repair a dissecting aneurysm of the aorta with a diameter of 62 mm. On (B)(6) 2013, the patient underwent percutaneous transluminal angioplasty (pta) to the left renal artery to repair perfusion from an entry tear at the left renal artery (ra), distal to a bare metal stent implanted on (B)(6) 2012. The false lumen at the level of the left ra had communication to the false lumen of the aorta, causing enlargement of dissected aneurysm treated with gore devices. The patient tolerated the procedure. On (B)(6) 2014, four year follow-up imaging showed that the false lumen perfusion persisted, and the aneurysm measured 76 mm.